Event description:
It was reported that prior to an unknown procedure; the surgeon found there was no staple in the reload before opening the package. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device was received sterile, in good visual condition and with a reload loose inside the sterile package. The reload was received fully loaded with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event described in not confirmed as no staples were missing from the cartridge. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.